Event description:
It was reported that the right atrial (ra) lead was dislodged. Boston scientific technical services (ts) discussed that there is no evidence of a fractured lead or compromised pulse generator-lead system integrity. This lead remains in service. No adverse patient effects were reported.